Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.037.022. Lot: f-25342. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 27. Nov. 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 6mm/9mm cannulated stepped drill bit (part #: 03.037.022, lot #: f-25342) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was observed to be broken and the broken piece was returned. No other issues were observed with the returned device. Device failure/defect identified? Yes dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - stepped reamer complaint confirmed? Yes investigation conclusion the complaint condition was confirmed for the as the device was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, tip of the drill bit broke while inserting through the bone. Procedure was completed successfully without any delay and no patient consequences. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).